Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of noise was noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.